Manufacturer narrative:
Findings: pump passed displacement test, basic occlusion test, occlusion test, excessive no delivery test and prime/a33 test. Motor passed motor test. No motor error alarm. Pump received with minor scratched display window. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the insulin pump alarmed motor error during bolus. Customer's blood glucose reading was 153 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.